Manufacturer narrative:
Additional information was received that the patient had a non-device related surgery wherein electrocautery was used. It was also noted that since then, the ipg would not charge and would not connect to the remote control (rc). The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's battery was non-functional. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).

Event description:
A report was received that the patient's battery was non-functional. The patient will undergo an ipg replacement procedure.